Event description:
Medics arrived to find an 85 year old female pt whose rhythm was in asystole. The medics attempted to defibrillate the pt using paddles, but the paddles would not charge the unit. They inserted a fresh battery, but the unit would not charge using the paddles. They switched to a multi-function cable and multi-function electrodes and defibrillated the pt. The pt was defibrillated three times (200j,300j & 360j) and "revived". Half way through the transport, the unit's monitor screen went blank. The pt was alive when she arrived at the facility's ER. The staff continued to treat the pt until the pt's family declined treatment. The pt subsequently expired. The complainant evaluated the unit and they were unable to duplicate the alleged malfunction.